Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported unchanged mitral regurgitation (mr) was a cascading event of the reported tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a tissue injury. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. The first clip was implanted successfully and the mr was reduced to grade 2-3. For further mr reduction a second clip was advanced and the leaflets were grasped. Prior to deployment of the second clip a laceration of the posterior leaflet was noticed and the mr returned to grade 4+. The physician stated the laceration was caused by the first clip. The second clip was then repositioned in an attempt to treat the mr. However, mr was unable to be reduced; therefore, the clip was removed and the procedure was discontinued. There was no clinically significant delay in the procedure and no additional information was provided.